Event description:
The customer reported that the system displayed a communication failure error message and then the system shut down. There is no report or patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted and the high voltage connectors were regreased. The system was then found to be operating as intended.